Event description:
Neuropace received a patient update on (B)(6) 2025. The patient was previously treated for erosion and lead protrusion. New information reported the patient was prescribed keflex after developing a new wound breakdown at the previously treated incision site. The date of this treatment was not provided. The surgeon prescribed antibiotics two more times before explanting the rns system. On (B)(6) 2025, the surgeon explanted the rns system (neurostimulator and two depth leads). Event was originally reported on (B)(6) 2025. On (B)(6) 2024 the patient presented with erosion at the incision site. The patient was diagnosed with a superficial incisional erosion and a wound washout was performed. On (B)(6), 2024, a second wound revision was performed to treat erosion at the incision site inclusive of a lead protrusion. Treatment also included antibiotic therapy; intraoperative vancomycin powder and intravenous ancef (cefazolin) (at the time of surgery). At that time, the rns neurostimulator and two depth leads remained implanted and the device was programmed for therapy.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
On (B)(6) 2024 the patient presented with erosion at the incision site. The patient was diagnosed with a superficial incisional erosion and a wound washout was performed. On (B)(6) 2024, a second wound revision was performed to treat erosion at the incision site inclusive of a lead protrusion. Treatment also included antibiotic therapy; intraoperative vancomycin powder and intravenous ancef (cefazolin) (at the time of surgery). The rns neurostimulator and two depth leads remain implanted. The device is programmed for therapy.